Event description:
It was reported that a physician implanted a resolute integrity rx drug eluting stent to treat a lesion in a patient. It was reported that when the stent was deployed, it jailed a smaller vessel and that this was observed on a number of occasions. The physician indicated that this was most likely due to increased usage and experience using the device. The physician also indicated that this event is not based on the design of the stent but most likely due to changing from one product to another. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results and conclusions: (occlusion). (Device or procedural images not provided for review). (Issue is most likely procedural related). (B)(4).